Manufacturer narrative:
(B)(4). Follow up since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 10ml s/su plunger rod was broken / damaged. The following information was provided by the initial reporter translated from portuguese to english: the material had a plunger leaking air, posing a risk of gas embolism to the patient. Additional information received on 12/02/2024. Has there been any harm to patients/healthcare professionals? A: no. Is there any patient impact, if yes, please explain in details? A: no. Could you please share the date of event? A: 16/04/2024. Could you please share the photo samples related to this event? A: no images were sent. Was anvisa notified? If yes, what was the notification number? A: (B)(4). Was there a need for medical and/or surgical intervention due to the incidence (imaging tests, surgery, drug administration, etc.)? (Detail). A: no. Was there exposure of blood/chemotherapy to mucous membranes (eyes, nose and mouth) or skin? If yes, indicate whether the exposure was from the patient or the practitioner and what measures were taken. (Detail). A: I am not aware. Is the sample related to this incident available for analysis? If yes please answer the below questions. A: no.